Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported the device was removed due to infection. Relevant medical history included non-malignant pain and complex regional pain syndrome type 1.